Event description:
Five minutes with initiation of dialysis tx on 8th use dialyzer. Pt. C/o feeling hot in the face and chest tightness. Blood pump stopped. (Blood not returned). Pt taken off. Pt denied numbness of lips, bitter taste in mouth or pain at nite. Effluent dialysate negative for formaldehyde. Benedryl given. Within several minutes symptoms had subsided. Tx restarted on dry pack dialyzer. Pt complexed tx with out further difficultydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.